Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. The right atrial lead exhibited noise which caused inappropriate auto mode switch episodes. The noise could be reproduced with isometrics and pocket manipulation. No intervention was reported. The patient was fine and would be monitored.